Event description:
While surgeon was doing the pubovaginal sling procedure using the speedtacs system, the suture broke. The circulator opened another system and the suture broke. The third device worked without problem. All three devices have same lot #.======================manufacturer response for transvaginal anchor system, precision (per site reporter).======================sales rep called.what was the original intended procedure?cystoscopy, cystocele repair, pubovaginal sling.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.